Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the blade of the balloon came off the 99% stenosed target lesion was located in moderately tortuous left forearm vein; just above the anastomotic part. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the device was inflated for five times for 60 seconds. The pressure of dilation were 12, 10, 10, 4 and 4 atm each. However, after removing the balloon from the sheath. It was found out that the blade came off with only a part of the tip connected. The device was simply pulled out of the patient and no fragments of the device were left inside the patient. The procedure was completed with this device. No complications reported and patient is stable.